Event description:
A nurse reported a pt with postoperative inflammation following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the pt had toxic anterior segment syndrome (tass) on the first postoperative day. Cultures from a tap of the anterior chamber showed no growth. The pt was treated with medications. The event resolved with treatment. Minimal posterior capsule opacification (pco) was noted postoperatively. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. The surgeon does not feel the iol caused or contributed to the event. The surgeon reported the etiology of the tass was unknown.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 7/28/2011, 08/09/2011, and 08/22/2011 by phone fax, and mail. A completed questionnaire was received on 08/18/2011. (B)(4).